Event description:
It was reported that there was a line through the display screen. The pump has been returned and was evaluated by product analysis on 12/09/2011 with the following findings: the keypad buttons were found to be intermittently responding. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 12/09/2011 with the following findings: the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).